Event description:
Bonanno suprapubic bladder drainage catheter was used as a chest drain. The catheter was inserted on the ward in 3/2003 into the chest of the pt. Two weeks later a nurse removed the sutures and the catheter came away almost immediately, leaving 14-15cms of it within the pt.